Manufacturer narrative:
There is no known patient involvement. Pma510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Rec all number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was contaminated with mycobacteria chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the cleaning procedure has been carried out weekly. However, the user has been unable to clean the unit. Additionally, the customer stated that the device was placed within the operation room during use. The device will not be returned to livanova (B)(4) for deep disinfection due to age. However, the customer has received approval to purchase a new device and they plan to replace it as soon as possible. Corrective actions are in progress for this type of issue.